Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
This is a duplicate of report #2031642-2015-01868.